Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use at the time of event. The philips remote service engineer (rse) contacted the customer remotely and confirmed that error of estop activated reset to continue. On troubleshooting rse found system does not turn on. Table control disconnected is the same as hitting estop. To resolve this issue, the rse suggested the customer to secure all connections and replace the battery and reboot the system. Now, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evalution method code was corrected.

Event description:
It has been reported to philips that after resetting an emergency stop button to clear an error, the allura system would not boot up. There was no report of harm. Philips has started an investigation of this complaint.